Event description:
It was reported that a user of the ilet experienced persistent hyperglycemia with a documented pump bg of 249 mg/dl, intermittent lack of insulin delivery during errands, and recurrent hypoglycemia after meal announcements, including one event requiring assistance to obtain milk and another self-treated with oral glucose. Symptoms included hyperglycemia and hypoglycemia with presyncope during the severe low. Outcomes included transient performance impairment during daily activities and the need for assistance during one hypoglycemic event. Investigation included review of device data and user reports, education and troubleshooting on meal announcements and supply changes, and recommendation to replace infusion set, cartridge, and sensor. Investigation of this case revealed that incorrect meal announcement behavior and extended, intermittent eating patterns likely contributed to hypoglycemia, and a depleted or suboptimally seated cartridge and infusion setup likely contributed to the reported hyperglycemia and transient lack of insulin delivery; sensor replacement and full supply changes led to stabilization of glucose. It was concluded, based on previously established findings for similar reports, that user technique and use error related to meal announcement and supply management were the primary contributors.

Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.